Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported that an increase in the aneurysm size was noted during 4 year follow up due to a type ib from the endurant limb and type ii endoleak from the inferior mesenteric artery. Intervention was performed a week later with the implantation of a non mdt device to extend into the eia. As per the physician, the cause of the type ib endoleak was due to patient vessel morphology. It was considered that the type ib endoleak was caused because the common iliac artery was short (insufficient landing of the right distal region) and the stent graft migrated. No additional clinical sequelae were reported and the patient is being monitored.